Event description:
A 66-year-old female underwent percutaneous coronary intervention (pci) with impella cp support for acute myocardial infarction complicated by cardiogenic shock. The patient¿s past medical history was significant for coronary artery disease (cad), peripheral vascular disease (pvd), and renal insufficiency. The impella cp device was inserted via the right femoral artery (rfa). Two drug-eluting stents (des) were placed in the left anterior descending (lad) artery. An arterial line and a swan-ganz catheter were placed in the left femoral site. The impella tear-away sheath was removed and the repositioning (repo) sheath was advanced into position and secured with forward-tension sutures. At the end of the procedure, pulses in the impella leg were absent. An angiogram demonstrated that the repositioning sheath was occlusive. Flow was restored via an external femoral-femoral (fem-fem) bypass. The patient was later escalated to an impella 5.5 device for ongoing hemodynamic support. The loss of distal pulses and subsequent limb ischemia were associated with large-bore arterial access and sheath-related obstruction, which are recognized procedural risks.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D1 brand name was updated. Ppae( ischemia) : the root cause of the injury was not determined due to insufficient clinical details.